Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer reported needing assistance connecting the transmitter to the insulin pump. The connection was successful and the customer did not want to troubleshoot the high blood glucose level. The customer treated the high blood glucose level with a manual injection. The insulin pump will not be returned for analysis.